Event description:
Additional information received from patient reported that she went to turn off for surgery and she did not know the device was turned off already( not by her doing ). It shocked her really bad. It was indicated she was not shocking now but still had bleeding. She had infection now.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for fecal incontinence, urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The stimulation sensation the patient felt was shocking. Confirmed ins (stimulator) status with pp (patient programmer) and the therapy was off. There were no trauma/falls reported that could be related to this issue. The patient reported going through security device at (B)(6) and when she accidentally turned stimulation on when she thought she was turning it off. Patient had an appointment next thursday. Event date for shocking incident at (B)(6) was in (B)(6) 2013. Patient turned stimulation on accidentally when she thought she was turning it off prior to having an unrelated medical procedure and didn't realize it was off was on (B)(6) 2016. Patient also mentioned that after her unrelated procedure she started bleeding a lot, patient said doesn't know if related to a kidney stone that was diagnosed. Hand-held body fat analyzer at (B)(6) center. Patient also said that device helped her bowel.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.